Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the tps handpiece cord was causing the handpiece to run on its own without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not confirmed and no other failures were found during the device evaluation. The device was discarded by the manufacturer.